Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen not responding to touch. There was no harm or injury reported. The device will not returned to the manufacturer for service. The customer states the device is now operating as designed.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator's touchscreen not responding to touch. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.